Event description:
"The doctor believes he may have had a case of canaliculitis. He stated a pt returned to his office 6 months post insertion of smartplug with pus protruding from the vertical canal. The right eye had swelling by the lid margin and the pt revealed there had been pus x 3 weeks. The pt had no relevant previous history and the physician put the pt on an antibiotic. The case resolved and the pt has had no reoccurrences."